Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2025. Explanted:(B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving baclofen 500mcg/ml at 100mcg/day via an implantable pump. The patient was also noted to be taking oral baclofen 20mg/day. The patient¿s medical history included multiple sclerosis. It was reported that the patient's spasticity returned to baseline a few months ago following the implant (patient unable to pinpoint exactly when). A catheter dye study was attempted (unknown date) but the healthcare providers were unable to aspirate from the cap (catheter access port) chamber. A catheter revision was scheduled. There were no visible issues with the catheter except the catheter looked slightly twisted under the pump. The physician was unable to aspirate the cap chamber during surgery after straightening out the catheter. There was no reservoir volume discrepancy noted. The physician cut the old catheter pump segment after the catheter connector pin, and they visualized free flowing csf (cerebral spinal fluid) at that point. A new pump segment was placed, and the physician was able to then aspirate csf from the cap chamber. The managing physician was n otified, and the baclofen rate was changed from 500mcg/day to 100mcg/day. The environmental, external or patient factors that may have led or contributed to the issue was the patient reported that their friend pushed on the pump site while trying to assist in helping transfer the patient. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.